Event description:
Reportedly, after the instrument was fired, the donuts were incomplete. The surgeon feels that it was a stapling misfire that resulted in incomplete donuts and an incomplete staple line. The surgeon then decided to fire another instrument lower to get a good anastomosis. As surgeon advanced the spike, he pierced and tore the rectum resulting in colo anal anastomosis with a loop ileostomy. Pt status is okay. Procedure: lar.